Manufacturer narrative:
A ge svc rep performed an on site investigation. The alarm was activated due to the fact the table top was not locked into position after floating. Instructed user to engage lock after floating the top. The sys found to be working as intended and placed back into svc.

Event description:
It was reported that the apix table alarm will go off about a minute after the table is turned on and the 4 way floating top is moved. No pt injury reported.